Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The tests were unable to be performed as the inner cutter was observed to be broken at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wet, black foreign material was observed along the majority of the length of the inner cutter and orange/brown foreign material was observed on the port face. Black foreign material was also observed on the tip of the inner cutter. Gouge marks were observed at multiple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the inner cutter was broken at the port, which could have been perceived as the cutter chipping. Due to the broken cutter functional testing was unable to be performed and the reported actuation failure could not be confirmed. The root cause for the broke inner cutter is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure could not be confirmed and it appears that the broken inner cutter was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the internal blade of the cutter suddenly chipped and there was also actuation failure occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information was received from physician that the broken metal piece was completely removed from the eye during the same session.